Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture at maximum capture thresholds. The patient also reported pocket stimulation. The field representative reported that the patient will be seen by the physician. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture at maximum capture thresholds. The patient also reported pocket stimulation. The field representative reported that the patient will be seen by the physician. Additional information from the field representative provided the patient will continue to be monitored by the physician. This pacemaker remains in service. No adverse patient effects were reported.